Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion in the rca. There were no abnormalities in relation to the anatomy. There was no damage relating to packaging. There were no issues noted removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issued noted. Resistance was encountered when advancing the device. It was reported the device did not cross the lesion and the device got caught in a piece of calcium, which caused it to be damaged in vivo. No patient injury was reported.

Manufacturer narrative:
The device did not pass through a previously-deployed stent. Excessive force used during delivery. The procedure was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.